Manufacturer narrative:
(B)(4) method: the complaint rd900 neopuff infant resuscitator was recently returned at our service center in (B)(4). Our investigation is based on the photograph provided by the customer, our knowledge of the product and past similar complaints. Results: visual inspection of the photograph revealed that the gas inlet port was damaged. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. It should be noted that the subject neopuff was approximately 9 years old at the time of the reported malfunction. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A medical centre in (B)(6) reported that the gas inlet port of an rd900 neopuff infant resuscitator was cracked. Service was requested. There was no reported patient involvement.